Event description:
Customer reported that the buttons of the insulin pump are being unresponsive. The insulin pump will be replaced. The blood glucose reading is 150 mg/dl. Nothing further reported.

Manufacturer narrative:
All of the buttons functioned properly and no damage was noted on the keypad assembly. No unlocked keypad connector was noted. The insulin pump was received with minor scratches on the display window, cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.